Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unk. The clips were not firing and when they did fire the two clip fell off of the tissue. The rep was not in the case. Rep is not aware of any additional information at this time. Plans on going to the hospital to speak with the surgeon within the next few days regarding additional details of incident. The device is available to return. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was found to be slightly out of specification. The complainant's experience could not be replicated or confirmed. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was slightly out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.